Event description:
Caller reported that a cartridge alarm occurred. There was no adverse impact to the customer's blood glucose level. Tandem technical support confirmed the issue and decided to replace the pump. Although the customer did not have the latest pump software, they will receive a pump with updated software. Customer understood the instructions to put the pump into storage mode before returning it and agreed to return the problematic pump within 10 days using the provided ups return box and pre-paid label. Replacement pump was sent to the customer, and they planned to continue using the current pump or mdi until the replacement arrived.